Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. As such, surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.